Event description:
It was reported that the ilet user requested replacement teflon infusion sets after an infusion set was deployed incorrectly when the needle site was inserted with the needle cover in place, consistent with an infusion set insertion error. There were no reported adverse clinical effects. Outcomes included no reported impact to health or need for medical intervention. Investigation included a complaint intake review and agent guidance to provide a goodwill replacement infusion set. Investigation of this case revealed an operator handling error during insertion that prevented proper cannula placement, consistent with previously known misuse scenarios for infusion set deployment. It was concluded, based on previously established findings for similar reports, that the cause was user error during insertion.